Event description:
Device was interrogated today and an eos message came up. Device has 22 charges, mostly capacitor reformations, 2 manual shocks, 2 therapy shocks, and 15 cap reforms. In 2005, a 30j reform took 11 seconds. In 2006, it took 20 sec for a >25j shock. Pt is programmed vvi at 50bpm. Output is set to 5.0v at 0.5 sec. Statistics could not be interrogated to determine percent pacing. Approx four and a half months later, product returned with oos report indicating eri. Comments: "device was eos" device was replaced with a lumos and patient outcome was good.